Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The retainer was returned and from the returned retainer, it was determined that there is foreign material on the proximal surface on the left end of the retainer. The foreign material is oversized. The returned retainer was sent to analytical testing services for the foreign material identification and it is noted that ¿the ftir spectrum of the foreign material is consistent with the adhesive used on the lids of packaging materials. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Investigation results concluded that the reported event was due to design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). (B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that unknown substance was found within the sterile packaged product. This substance was found on the plastic retaining piece of packaging.